Manufacturer narrative:
One probe sample was returned for evaluation for the report of an actuation failure. A review of the related device history records associated with reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria in (B)(6) 2013. The expiration for the final customer lot was (B)(6) 2016, with the complaint received on (B)(6) 2016. A complaint history examination indicates there was one other complaint for the reported issue. The sample was visually inspected and was deemed conforming. Actuation testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The complaint evaluation cannot confirm an actuation failure. The probe was visually and functional manufactured to specification. The complaint evaluation also indicated that the product had met its expiration date prior to receiving the complaint. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure there was actuation failure of the vitrectomy probe. It is not known if aspiration was present. The case was completed using an alternate probe. There was no harm to the patient.